Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported noticing a few spots of water on the inside of the cycler. Treatment was cancelled. During follow up, the patient's peritoneal dialysis registered nurse (pdrn) reported the patient is non-complaint and has missed multiple follow-up visits. She spoke with the patient and scheduled a follow-up appointment and he missed that appointment as well. The patient was not prescribed antibiotics.